Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. Additionally, it was reported that post slda, the mitral regurgitation (mr) had increased to grade 3+. Based on this information, the reported mitral valve insufficiency/ regurgitation was due to slda. The reported patient effect of mitral valve insufficiency/ regurgitation as listed in the mitraclip g4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda was due to challenging patient anatomical condition/operational context. The reported mitral valve insufficiency/ regurgitation was an outcome of slda. The reported hospitalization and surgical intervention appears to be due to case specific circumstance as the patient was transferred to surgery where the clip was explanted, and mitral valve replacement was performed; and the patient continued to remain hospitalized. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to 2. Approximately 12 hours post procedure, it was noted one clip had detached from the anterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3-4. The patient was transferred to surgery where the two clips were explanted and mitral valve replacement was performed. The patient is stable however remains hospitalized. The physician attributed the slda to massively tethered leaflets. No additional information was provided.